Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the pressure did not increase and the balloon ruptured after several dilatation. The device was completely removed the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the pressure did not increase and the balloon ruptured after several dilatation. The device was completely removed the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.